Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the distal tip disconnected from the circular piece when it was inadvertently put into the esophagus in a different direction.